Event description:
Information received with regarding the explanted device notes "ventricular lead fracture, bradycardia, post ablation." Noninvasive evaluation showed >4000 ohms impedance, and low amplitude electograms. No capture was also noted.